Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was an allegation of hyperglycemia as a result of this event.

Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0958-2020 (B)(4). S/w ver 2.9d pump not in manufacture mode. Pump passed displacement test. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, missing display window cover, cracked case behind the pump near the battery compartment, cracked retainer, and minor scratched lcd window.